Event description:
User experienced a leak from the analyzer that was slowly dripping onto the floor. No pt samples were involved. No operators were harmed. The field service rep determined the high concentration waste line was clogged. He cleaned the waste line and elevated the line to eliminate the valley that allowed waste to pool.